Event description:
It was reported that the device had downstream occlusion. There was unknown patient involvement and no patient harm/adverse reaction or need for medical intervention.

Manufacturer narrative:
B3: 2025 was the year of the event but the exact month/day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was working properly. There was no known cause of the reported issue, and no further action will be taken.